Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens into the tip and was retracted slightly. The lens was advanced 3/4 beyond the device tip. The left side of the optic was torn almost completely apart. The center of the optic was split and cracked. The leading haptic is bent toward the optic edge outside the nozzle tip. The trailing haptic was folded in the plunger groove on the left side of the plunger. The distal haptic tip was oriented toward the nozzle tip. No damage was observed to the device. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported issue. The lens was stuck in the tip with most of the lens extended beyond the tip. The plunger was retracted slightly toward the fill line. Heavy optic damage was observed. No damage was observed to the device. The plunger upon return was slightly retracted. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. It is unknown if the plunger was fully advanced during the lens delivery attempt. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, the lens of the preloaded intraocular lens (iol) was stuck in the cartridge when the surgeon tried to inject the lens. The procedure was completed with a new lens the same day without harm to the patient.